Event description:
It was reported that the duodenovideoscope had scuff marks on the distal end. The issue was found during maintenance and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.